Manufacturer narrative:
No product was returned. The cause of the product damage (catheter kink) was user related. The cause of the pump stop was not determined due to no product returned and insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 had a catheter kink and pump stop. The catheter at the connection between red plug and the catheter became severely kinked, resulting in multiple pump stoppages. The pump was explanted and exchanged for a new impella 5.5 pump.